Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the screen freezes; it can only be turned off by taking the battery off. The customer reported there was no patient involvement.